Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had a transfer guard anomaly. Customer's blood glucose was 210 mg/dl. The customer stated that she was unable to press the air from the reservoir to the vial. Customer stated that she had change reservoir. The customer was advised that we would send replacements and return reservoir and transfer guard for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, performed visual inspection and found the transfer guard needle was bent. Unable to perform pre fill test due to bent transfer guard needle. Unable to confirm if the customer received in said condition due to customer returned opened and used. However, found the reservoir was not occluded.